Manufacturer narrative:
The referenced subsequent pump exchange due to suspected thrombus was reported under medwatch MFR# 2916596-2015-02104. (B)(4). Approximate age of device ¿ 29 days. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a right middle cerebral artery cerebrovascular accident in the setting of a subtherapeutic inr on (B)(6) 2015 and had a mechanical thrombectomy without residual symptoms. She was followed closely in the heart failure clinic and was noted to have a gradual increase in her lactate dehydrogenase (ldh) levels. The patient remained ongoing on lvad support until ultimately undergoing a pump exchange due to suspected thrombus on (B)(6) 2015.